Manufacturer narrative:
Section b3: date of event: unknown, not provided. Best estimate of date of event is prior to jan 26, 2024. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that he recently had issues with the optics of the eyhance intraocular lens (iol) in two patients. That the patients both described their vision as "moving", "feels like I am on a boat". The lenses were exchanged which solved the issues. No further information was provided. This report is for the first reported explant on the first patient. A separate report will be submitted for the second explant event on the second patient.